Event description:
It was reported that the spacer broke during deployment. The physician applied excessive force while attempting to deploy the device, which may have contributed to the breakage. The affected device was not retained and will not be returned for evaluation. The patient is reported to be doing well following the procedure, with no postoperative complications noted at the time of the report.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.